Manufacturer narrative:
Additional information (09-aug-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Hsc observed a small change in absorbance after sample delivery that is consistent with insufficient sample aspiration and delivery to the cuvette. This could be due to poor sample quality with the presence of gel, fibrin, micro clots, and/or cellular debris including red cells, white cells, platelets impacting the proper sample aspiration and delivery to the cuvette. Repeat of the same sample yielded expected results. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00166 was filed on 28-july-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide (co2) result obtained on a dimension vista® 1500 intelligent lab system. Siemens is investigating the issue.

Event description:
A discordant falsely depressed carbon dioxide (co2) patient sample result was obtained on a dimension vista® 1500 intelligent lab system. The falsely depressed result was reported to the physician and was questioned. The same sample was reprocessed on an alternate dimension vista® 1500 intelligent lab system. The higher reprocessed result considered correct, was obtained and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide (co2) result.